Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified concentric lesion in the mid femoral artery. Resistance advancing a 4.0x80mm armada 18 balloon catheter through the heavily calcified lesion was felt. The balloon of the balloon catheter ruptured at 14 atmospheres during the second inflation. The procedure was successfully completed with a new 4.0x80mm armada 18 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The resistance was not confirmed as it was based on case circumstances. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported resistance and balloon rupture is the result of interaction with the heavy calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.